Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they experienced a cutting issue where the device knife blade did not retract. The blade became bent and was stuck while in use and the surgeon could not continue using the device. The case was finished using monopolar cautery. There was no patient injury.